Event description:
The MFR has filed this report after becoming aware of a reportable event with an ambulatory infusion system. A customer reported that an electromechanical ambulatory infusion pump under-delivered medication during an infusion regimen. There was no injury associated with this event.